Event description:
Riding power chair outside of home in yard and hit hole and tipped unit. Broken right leg. Advised power chair is for indoor use, not outdoor use.

Manufacturer narrative:
Customer error.